Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high to register on the glucose meter. The customer also had mild diarrhea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer did mention that he has noticed bent cannulas. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.